Manufacturer narrative:
This report is submitted on october 25, 2016, by cochlear limited (manufacturer) on behalf of (B)(4). Registration number: 3009092818 and exemption number: e2016011. H3 other text: implanted device remains.

Event description:
It was reported that the patient experienced swelling and infection at the abutment site (date not reported). Additional information has been requested but has not been made available as of the date of this report, october 25, 2016. The implanted device remains.